Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. On an unknown date the patient was treated with unspecified antibiotics. The cause of the peritonitis was a breach in aseptic technique further described as touch contamination. The patient was not retrained. On an unknown date during hospitalization the pd catheter was removed and hemodialysis was started. At the time of this report the patient remained hospitalized; it was unknown if the patient recovered from this peritonitis event. No additional information is available.